Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized, intravenous antibiotics were administered, and the patient had a system revision due to sepsis and mitral valve infection. This pacemaker was explanted, used with a new right ventricular (rv) lead, and then later taken out of service upon implant of the replacement permanent system. There were no additional adverse effects reported.